Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the middle portion of the rca, the maverick otw balloon was suspected to have ruptured at 10 atm's on the initial inflation. The patient was asymptomatic during this event. The maverick otw balloon was removed and replaced with another catheter to successfully complete the procedure. A 0.014" choice pt guidewire and a 7f cyber fl 4.0 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.